Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual inspection of the device confirmed that the device had been partially fired. The reload was received engaged with the instrument and the firing knobs were partially retracted. The firing knobs could not be retracted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The following information was received in the incident description from the account: when the physician was stapling common bile duct, there was a loud crack and handle/reload stopped working and would not open. The staple line was incomplete staple line at the distal end and there was poor staple formation. This condition may result from: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the laparoscopic chole procedure, the device partially fired and there was difficulty unloading the device. When the physician was stapling common bile duct, there was a loud crack and handle/reload stopped working and would not open. The staple line was incomplete staple line at the distal end and there was poor staple formation. To fix the staple line, tissue had to be torn, which resulted in tissue loss. To resolve the issue and complete the procedure, they had to torn the tissue and remove the load. Unanticipated tissue loss in the patient was stated but there was no injury has been noted. Both devices are expected to be returned for evaluation.